Event description:
While using the homechoice device for dialysis therapy, a home patient (hp) reported to the technical support personnel; a leak at the connector of his transfer set and his dialysis catheter adapter. The hp tightened the connection and continued his therapy. The transfer set on the hp had been changed on the day of the incident. The hp was advised to contact his health care professional for follow-up. A companion of the hp stated, the center was notified and no pt injury or medical intervention was reported.